Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead and the right ventricular (rv) lead experienced placement difficulty. It was also noted the helix of the ra lead would not retract. The ra lead was capped and replaced and the rv lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.